Manufacturer narrative:
The actual device is yet to be available for investigation. Results will be available after completion of the investigation. The production router was reviewed and no discrepancies were noted. However, failure to osseointegrate is a well documented inherent risk of the procedure.

Event description:
The dentist reported that the tapered implant failed to osseointegrate. The procedure was performed on tooth #6 and the bone type was type iii. There was a general bone loss and the implant was placed in a previously grafted tissue. The patient was reported to be in satisfactory condition and doing fine.